Manufacturer narrative:
(B)(4). The phacofragmentation handpiece was replaced. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient's operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center indicated the handpiece had failed the tuned stage. After several attempts, the handpiece tuned and was used on the procedure that the event occurred. The post-operative complications was that cortex was retained and the patient outcome is expected well. The surgery was completed.